Event description:
Stapler locked up and would not pull away from the tissue. We retrieved another stapler and the same issue occured, which is when saw both staplers had the same lot # m9c79r. We brought in another stapler with a different lot number and had no issues completing the case. Reference report:mw5167278.